Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that during pre-testing, before implanted into the patient, the microsensor could not be zeroed. Then the physician changed with another icp monitor and the microsensor still could not be zeroed. Finally, the physician changed the microsensor. No surgical delay and no adverse consequences for the patient were reported.

Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g1, g3, g6, h2, h3, h6, h10. The microsensor was returned for evaluation. Device history record (DHR) - review of the history device records was not possible as the lot number was unknown. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint has been confirmed. No visible damage to the millar sensor, catheter material, or connector. Millar sensor could not be zeroed upon receipt; balance was adjusted. After balance adjusted icp express passed with 512 reading. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Root cause - the problem stated by customer has been confirmed, but it was not possible to determine the cause of the issue. However, the possible root cause could be due to incorrect set-up of device.